Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 31, 2023 ¿ june 1, 2023. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using an in-lab repeater pump and no air was observed inside the tubing path; the whole tubing set was intact. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) sterile repeater pump tube sets had air inside the tubing path. This occurred during compounding, prior to patient use. There was no patient involvement. No additional information is available.